Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during drain 1. The patient was not connected. The baxter technical service representative (tsr) explained the alarm to the patient. The tsr had the patient cycle the power and the hc alarmed se 2367. The patient stated they had become disconnected somehow from the line. The tsr had the hp cycle the power again to display press go to start prompt. The tsr reviewed the proper procedures per the user manual and the patient would restart with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the se 2240. The patient stated there was nothing wrong with the supplies but rather they were dreaming that they had to disconnect so they disconnected in their sleep. The patient stated they called their nurse in the morning and finished therapy then. The patient stated they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, the patient disconnecting from the set. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.